Manufacturer narrative:
There is no additional information of the event available at this time. Event date is not known. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. When the device was tested for image while angulating, the scope image is intermittent becomes black then goes back to normal. The v-connector of the insertion tube failed the insulation test. The a-rubber glue is peeling. The bending section has multiple frayed bundles and wires. The conclusion based on the evaluation is that the cause of the issue is attributed to wear and tear.

Event description:
As reported for this event, during reprocessing of the device, the image was not stable. Each time the camera was bent, the camera shut off by itself.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications when shipped. For the root cause, there is evidence of wear and tear of the device. Repeated uses can create outer stress on the bending section as evidenced by peeling insulation glue and frayed angulation wires. This can cause the issue of intermittent image.